Manufacturer narrative:
(B)(4). The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
The patient was undergoing a thrombectomy procedure using the penumbra system ace 64 reperfusion catheter (ace 64). During the procedure, after successfully using the ace 64 to aspirate thrombus, the physician noticed the aspiration was no longer effective; therefore the ace 64 was removed. Upon removing the ace 64 from the patient, the physician noticed it had become kinked, ovalized and was collapsing. Therefore, the procedure was completed using a new ace 64 and the same non-penumbra sheath. There was no report of an adverse effect to the patient.